Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about the unit having a crack on the battery area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Unit was confirmed for cracked case at belt clip rail corner which is on the battery tube area. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.